Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with cracked on lower right front corner of top case. Event history log review was performed and found motor not running error in ehl. Visual inspection and occlusion testing were performed. The customer's reported problem was duplicated. According to the investigation, the reported problem motor not running error was found during occlusion testing. The investigation reported that the reported problem was caused by u29 sensor on the pump main board did not operate as intended. Service's replaced the pump main board, performed pm maintenance and all functional testing passed. Service's also replaced the pump plunger cases (cracked), top case, bottom case (cracked by "l" bracket), position pot, clutches and re-calibrated the pump. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump exhibited "motor not running error". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.